Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin continued to drip after the motor stopped during the manual prime process. She noticed the drops continued to come out of the tubing after letting go of the act button. Customer's blood glucose level was 98 mg/dl. An infusion set change resolved the issue. However, a compromised force sensor system alarm was found in the alarm history. The device was not returned.